Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user can manage to get the medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 5 was not detected as closed. A field service engineer removed the back panel and found that the latch sensor light was off. Debris was removed from behind the back panel. Upon inspecting the latch component, it was found that the magnet was missing from the inseparable. The inseparable was replaced; the device was reassembled and rebooted. The latch sensor light turned on. After rebooting, the customer was able to successfully recover the drawer without any issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that this malfunction caused a delay in dispensing medication to patients since the user can manage to get the medication from other station.there were no adverse events or injuries reported based on this event.